Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18aug2020.

Event description:
It was reported that the device intermittently alerted to alarm light emitting diode (led) failure. The device was in use at the time of the issue, however there was no reported patient harm. The manufacturer's international service technician provided remote support and advised the customer to replace the power switch overlay.

Manufacturer narrative:
G4:04feb2021. B4:05feb2021. The customer was provided a material only quote for the replacement power switch overlay and the quote was accepted. No on-site evaluation or service was performed by philips. Multiple good faith efforts were made to obtain confirmation of repair and operational status of the device however information was not available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.